Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a perforation of the right ventricular (rv) lead. The patient had been complaining of chest pain during rv pacing and was experiencing a ¿shocking¿ like feeling near where the rv lead tip was in relation to the position of the rv lead on the chest x-ray. In addition, there was a sharp decrease in r waves. The lead was repositioned from the rv apex to the rv septum and the patient¿s pain was gone. The rv lead remains in use. No further patient complications have been reported as a result of this event.